Manufacturer narrative:
Device evaluated by manufacturer: the analysis carried out was completed on returned device. A visual examination of the crimped stent found the stent was damaged on the distal end of the stent; the last approx. 5 rows were pulled and stretched in a distal direction, the first two distal struts were pulled over the distal markerband. This type of damage is consistent with the stent encountering resistance while withdrawing the device in a calcified lesion. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found several hypotube kinks along full length of catheter. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified coronary artery. A 3.50x16 synergy ii drug-eluting stent was advanced but failed to cross the lesion even after it was pushed aggressively. The device was pulled out and the stent was mangled. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the very calcified coronary artery. A 3.50x16 synergy ii drug-eluting stent was advanced but failed to cross the lesion even after it was pushed aggressively. The device was pulled out and the stent was mangled. No patient complications were reported and the patient's status was fine.